Event description:
It was reported that they do not know when and how this event happened. During x-ray control they found the broken screws.

Manufacturer narrative:
Additional narrative: additional information. (B)(6) 2015: 8 x-rays received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (b)(+6) as follows: it was reported that the screws were broken post operatively. The patient needed a revision surgery. A short time after the revision the event occurred on the other side. There were no reports of a surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: medical record numbers (mrn): (B)(4). Patient weight is unknown. Event date: unknown. Procedure dates are unknown. Manufacturing evaluation investigation: screw broken below the screw head in the junction between the screw head and screw shaft. Based on the topography of the fracture surface, it can be concluded that the implant was subjected to high dynamic bending loads. Constantly alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respective to the fatigue fracture of the locking screw. The screw could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the may have played a certain role, too. No evidence of material or manufacturing defects was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.